Event description:
Glucometer read results of finger stick @ 293. Insulin was given. Later pt's blood sugar was drawn. Results were 700. Pt hospitalized for elevated blood sugar. Glucometer had been calibrated per MFR's instructions. After event, glucometer compared with other glucometers (same brand) in facility. This glucometers readings were low and erratic.